Manufacturer narrative:
The tech found the solenoid valve was sticking. The tech replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the bed has a head up function problem.